Event description:
It was reported that during an implant procedure, the right ventricular lead could not be fixed to the ventricle due to a helix problem. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.